Event description:
A vns treating site in (B)(6) reported that there was a patient who had passed away. They were implanted on (B)(6) 2012. Their last test results were: system diagnostics ok, impedance value 2092 ohms. Last settings output current, 0.75ma, 20 sf, 250 pw, 30 sec on time, 5 minutes off time, 1ma, 60 seconds on time, 250 pw. Good faith attempts are underway for further details about the patient's death. Date of death unknown, therefore date of reported event used for report.

Event description:
No further information has been received in regards to the patient's death. Sudep cannot be ruled out. Based on information thus far their cause of death is possible sudep.

Manufacturer narrative:
Date of event corrected: event date unknown.